Event description:
The device was removed from the patient and replaced due to fluid loss. Refer to FDA access#1010326.

Manufacturer narrative:
Pump performed within specifications. Cylinder performed within specifications. Cylinder had or damage.